Manufacturer narrative:
(B)(4).

Event description:
Procedure type: robotic lap nephrectomy. According to the reporter: the system experienced uncontrolled articulation. Once reload was placed onto adapter, without the user manipulating, the device was articulating on its own. The system was not used. The case was not extended by more than 30 minutes. No reinforcement material was used.